Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with po191r - universal grasper 5mm 310mm. According to the complaint description, the prongs in the inner metal sheath broke off; two (2) were identified and removed. This occurred during a laparoscopic anterior resection. An x-ray was taken and results showed that no metal remained inside the patient. The other 2 had likely broken in central supply. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).

Event description:
Update: the product code was confirmed to be po736r. The procedure was a laparoscopic abdominal- perineal (ap) resection. There was a 45 minute surgical delay while the x-ray was carried out.

Manufacturer narrative:
Additional information: b5 - description d1 - brand name d4 - catolog/model number h6 - codes updated investigation results: the product was not returned. The investigation was based upon historical data analysis and event description. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Three meaningful attempts were made, and no further information was provided. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: based on the current information, a clear conclusion cannot be drawn. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material, manufacturing or design-related failure. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Additional information: d9 - product receipt. H3 - yes, evaluation. H6 - codes updated. Investigation results: visual inspection: the entire product po736r was not provided for testing, only the corresponding inner tube semi-finished good pm600201; this was noted to be broken and had been compared with the technical drawing.. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Faithful attempts were made, and no further information was provided. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: based on the current information, a clear conclusion cannot be drawn. The reported damage of the product could be confirmed. There is no indication for a material, manufacturing or design-related failure. Based upon the investigation results, a CAPA is not required.